Event description:
It was reported before using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, one (1) tube was observed to be contaminated with mold. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The media is dispensed into bottles; caps are applied manually then torqued by machine per a standard operating procedure (sop). The bottles are then labeled and terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, bottles are packaged into final shipping configurations. The batch history record review for batch 3237330 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch for contamination. Retention samples from batch 3237330 (100 tubes) were available for inspection. There were no retention tubes with observed contamination. Fourteen retention tube were placed into incubation. Seven tubes were placed into the 20 to 25 degrees celsius incubator and seven tubes were placed into the 33-to-37-degree celsius incubator. At five days incubation, there was no microbial growth in the incubated retention tubes. There was one photo received for batch 3237330 to assist in the investigation. The tube showed one tube batch 3237330 with a dark mass in the tube. No returns were received for investigation of this batch. This complaint can be confirmed by the photo for contamination. This product is not labeled as sterile. Prior to use, each mgit tube should be examined for evidence of contamination or damage. Discard any tubes if they appear unsuitable or exhibit fluorescence prior to use. For tubes that have been put into test and have suspect contamination, it is possible to reprocess contaminated mgit tubes. See the package insert for details for this procedure.

Event description:
It was reported before using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, one (1) tube was observed to be contaminated with mold. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.